Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images in question. A synopsis of the testing for batch (B)(4) is as follows: (B)(6). As service call was made. And the issue was resolved by replacing probe assembly. The instrument was retested and performing as expected.

Event description:
On (B)(6) 2016, a customer reported an a positive patient sample resulted as a negative on echo m01027. Manual tube testing using the same lots of anti-d (monoclonal blend) series 4 and anti-d (monoclonal blend) series 5 as on the instrument reported the sample as a positive with 4+ reactivity.